Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2017 and mesh was implanted. Following the procedure, the patient experience pain. The patient underwent a procedure to remove suturing. The patient underwent a third procedure to fix pudendal nerve damage. Additional information will be requested.

Manufacturer narrative:
Additional information was requested and the following was received: the patient underwent a 3d/4d translabial scan and was told the entire mesh cannot be seen and appears to be cut. No additional information is available.